Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. D4: batch # 273c03. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. In addition, the override door was received and installed on the device. During the visual inspection, some b-formed staples were found on the anvil and the reload surface. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted nicked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. Slide the knife reverse switch forward to return the knife to home position. Tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 273c03, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic partial gastrectomy on gist, the jaws did not open after firing, and could not remove from the target tissue. Knife reverse switch and manual override lever were used, but the issue did not improve. The knife reverse switch became to function when the lid of the manual override lever was closed, and the jaws opened. It is unknown if it is the device issue, the bleeding occurred during the operation, and hemostasis was performed. The bleeding amount was 300ml. The hemostatic agent and tachosil were used to hemostasis. Another device was used to complete the case. No further information is available.